Event description:
It was reported that (1) tsw35 was used during a unknown procedure. It was reported by the rep that the hospital staff stated jaws of the gun would not open to fire (no other information). Opened another device to complete the case. There was no consequence to patient.